Manufacturer narrative:
Additional narrative: the complaint states the type of this complaint is revision due to breakage of implants. Primary tha had taken place on (B)(6) in 1992 by using aml-a stem and acs cup. Revision took place on (B)(6) in 2015 because the liner and the metal shell had been broken due to wear and the head had broken through them. During the revision, the stem, the screw and the metal cup were left in the body. The surgeon removed the liner, replaced the head with other one and implanted a cement cup manufactured by stryker in the metal cup. The surgery was completed without any delay. The patient is now under observation. A complaints search did not identify any anomalies. No lot numbers were returned hence a DHR could not be conducted. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision took place because the liner and the metal shell had been broken due to wear and the head had broken through them.